Manufacturer narrative:
(B)(6). (B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no documentation in the medical information provided supporting a possible association between the fresenius products and the patient event. Further information has been solicited; however, there has been no additional information received.

Event description:
The nurse facility administrator at a user facility reported that approximately 2.5 hours into treatment on a 2008t hemodialysis (hd) machine, a patient fainted and was unable to answer questions appropriately. The nurse stated that this was due to hypotension. The ultrafiltration (uf) was turned off and the patient was given 400ml of saline, 4l of o2, and was placed in a trendelenburg position. The patient recovered and was able to leave the facility without any complaints. There was no additional medical treatment or intervention regarding this incident. The patient has since returned for additional treatments as scheduled. No further information is available at this time.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The nurse facility administrator at a user facility reported that approximately 2.5 hours into treatment on a 2008t hemodialysis (hd) machine, a patient fainted and was unable to answer questions appropriately. The nurse stated that this was due to hypotension. The ultrafiltration (uf) was turned off and the patient was given 400ml of saline, 4l of o2, and was placed in a trendelenburg position. The patient recovered and was able to leave the facility without any complaints. There was no additional medical treatment or intervention regarding this incident. The patient has since returned for additional treatments as scheduled. No further information is available at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.